Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: blood specimen collection device a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: it was reported that the base of the butterfly needle leaked blood. "A phlebotomist had a problem with a blue 23 gauge bd butterfly on (B)(6), 2021. The base of the butterfly needle leaked blood all over the patient, chair and the phlebotomist gloves."

Event description:
It was reported the bd vacutainer® push button blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: it was reported that the base of the butterfly needle leaked blood. "A phlebotomist had a problem with a blue 23 gauge bd butterfly on (B)(6) 2021. The base of the butterfly needle leaked blood all over the patient, chair and the phlebotomist gloves."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample for investigation. One customer sample was received for evaluation. (The 2nd sample received was an empty package). The sample was evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.